Manufacturer narrative:
(B) (4). (B) (4): (B) (4).

Event description:
The complainant reported an under-delivery. The pump was set to deliver 470 ml over 2.5 hours and actually delivered 470 ml over 6.5 hours.